Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed and not detected on bus. A field service engineer identified a failed cubie in drawer 3-1; moved the cubie to another location and confirmed the failure persisted, indicating a defective cubie, reseated the row board cable for the entire drawer, and the customer tested the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 was not detected on the bus and storage space failed. Reboot was attempted twice but did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.